Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse carried out a full system verification in accordance with the non-reproducible results. All verification testing passed within published instrument and assay performance specifications. In conclusion, although a specific hardware component cannot be identified with the available information, a system malfunction will be implicated as the cause of the non-reproducible access accutni+3 results as multiple analytes were involved in this event indicating a systemic hardware issue of an unknown origin. (B)(4). All mdrs associated with this report: 2122870-2015-00641; 2122870-2015-00642; 2122870-2015-00643; 2122870-2015-00644; 2122870-2015-00645; 2122870-2015-00646; 2122870-2015-00647; 2122870-2015-00648.

Event description:
The customer reported obtaining non-reproducible results for 17 patients on the unicel dxi 800 access immunoassay system serial number (B)(4) for ten (10) immunoassays: troponin (access accutni+3), thyroid-stimulating hormone (access hypersensitive htsh), cortisol (access cortisol), free thyroxine (access free t4), cancer antigen 125 (access ov monitor), cobalamin (access vitamin b12), folate (access folate), ferritin (access ferritin), follicle stimulating hormone (access hfsh) and human gonadotropin (access total bhcg 5th is). The questioned samples were repeated either on the same unicel dxi 800 access immunoassay system or on an alternate unicel dxi access immunoassay system serial number unknown, and non-reproducible results were obtained. Mdr2122870-2015-00641 addresses the non-reproducible access hypersensitive htsh, access cortisol, access free t4, access ov monitor, access vitamin b12, access folate, access ferritin and access hfsh results obtained on (B)(6) 2015 for patients 1-5, 7-10, 13 and 18. Mdr2122870-2015-00642 addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient six (6). Mdr2122870-2015-00644 addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient 11. This report addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient 12. Mdr2122870-2015-00645 addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient 14. Mdr2122870-2015-00646 addresses the change to treatment which occurred in association with a non-reproducible access total bhcg (5th is) result for patient 15. Mdr2122870-2015-00647 addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient 16. Mdr2122870-2015-00648 addresses the change to treatment which occurred in association with a non-reproducible access accutni+3 result for patient 17. An unknown number of the original questioned results were reported outside of the laboratory. There was change or impact to patient care or treatment which occurred due to the non-reproducible access total bhcg 5th is and access accutni+3 results, as seven (7) patients were given treatment on the basis of the incorrect result. Quality control (qc) was not performing within assay specifications at the time of the event. System check was performing within instrument specifications at the time of the event. The samples were collected in serum gel tubes and were centrifuged for ten (10) minutes at 3350 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.